Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a motor (motor issue) issue. It was reported that there was a hybrid full test failure in the pump and the pump did not fully rewind. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the insulin delivery could be affected.

Manufacturer narrative:
Follow-up # 1 date of submission 8/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 8/05/2016 with the following findings: a hybrid full test retest was performed and it was determined that no defect could be found with the pump. The investigation was unable to duplicate the initial complaint about a ¿motor issue¿. The product performed within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.